Manufacturer narrative:
Based on the information provided¿which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data¿arthrex concluded the most likely cause of the reported failure. The failure appears to be due to user error, including improper use of the surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of the failure was received.

Event description:
On 10/10/2025, a sales representative reported via email that an ar-2658tr knotless distal clavicle plate button tightrope experienced an issue during insertion. Specifically, the button detached from the inserter and flipped before passing through the coracoid. The button was successfully explanted without complications; however, an additional implant had to be opened to complete the procedure. This occurred during a distal clavicle fracture with cc ligament repair performed on (B)(6) 2025, with no reported patient harm. Additional information was received on 10/15/2025: an ar-2658tr knotless distal clavicle plate button tightrope was utilized to complete the procedure. The surgery experienced a 5-minute delay while the surgeon attempted to preserve and reload the implant onto the inserter. After determining that the tightrope could not be salvaged, it was removed and replaced with a new implant of the same part number. No additional anesthesia was administered to the patient during this delay. The instrument used to prepare the bone tunnel was the ar-2272 (3.7 mm spade-tip drill pin). The patient's bone quality was assessed as good. No adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.